Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant due to poor sensing. Initial testing showed good sensing in all three vectors. It was implanted, but automatic setup produced undesirable results. Fluosrocopy was performed and showed that the electrode was migrated. Repositioning was performed prior to pocket closure. This also resulted in poor sensing. The physician elected to remove this s-ICD system and implant a new implantable cardioverter defibrillator (ICD) instead. No additional adverse patient effects were reported outside of the prolonged procedure. As of today, this product has not been returned to boston scientific for further analysis. Later, this product was received by boston scientific and full investigation was conducted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant due to poor sensing. Initial testing showed good sensing in all three vectors. It was implanted, but automatic setup produced undesirable results. "Fluoroscopy" was performed and showed that the electrode was migrated. Repositioning was performed prior to pocket closure. This also resulted in poor sensing. The physician elected to remove this s-ICD system and implant a new implantable cardioverter defibrillator (ICD) instead. No additional adverse patient effects were reported outside of the prolonged procedure. As of today, this product has not been returned to boston scientific for further analysis.